Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had low blood glucose of 46 mg/dl and was treated with food and juice. It was reported that blood glucose stabilized. Caller declined transfer to helpline.